Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had a bleed problem. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a bleed problem.

Manufacturer narrative:
Updated fields - b4,d9,e1(event site postal code - 75013,g3,g6,h2,h3,h4,h6,h10,h11. Corrected fields - b5,d5,e2,e3,g2. A getinge field service engineer (fse) evaluated and said that in logs he found 0x6 fill fail - flush fill timeout iab disconnected, bad atmospheric calibration, wrong or too many catheter extenders, helium restriction pinched tubing or low helium pressure. The device is not repaired because the customer has not accepted the quote. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it. H3 other text : device not returned to manufacturer

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had a purge problem. There was no patient involvement.